Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for the routine implant of implantable cardiac monitor. During preparation, the device failed to be interrogated via bluetooth. A magnet was placed over the device and subsequent interrogation attempts failed. The device was not used for implant. There were no patient consequences.